Event description:
I used two I-stat ec8+ cartridges with lot # k23063 to take my patient's blood sugar and potassium. I would insert the blood and the snap wouldn't lock. After a lot of force, the snap finally would lock and I would insert it into the I-stat machine. The machine would then say the cartridge had an 'error' and couldn't run the labs. I used a different lot # the third time and had no problems with the snap.